Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2016-10992. It was reported that a rotalink¿ plus burr became stuck on a rotawire. The target lesion was located in the very calcified circumflex artery. A 1.25mm rotalink¿ plus and a rotawire were selected to treat the target lesion. During the procedure, upon withdrawal of the burr in dynaglide mode, it was noted that the burr was stuck on the rotawire. The burr and wire were removed from the patient together. The procedure was completed with another of the same rotawire and a 1.50mm burr. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotalink burr device with the rotawire for the related complaint. The rotawire was returned in the sheath/coil of the burr catheter. There were kinks in the rotawire. The coil was received separated about 2mm from the burr with the burr stuck on the guidewire. An attempt to remove the rotawire was unsuccessful. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10992. It was reported that a rotalink¿ plus burr became stuck on a rotawire. The target lesion was located in the very calcified circumflex artery. A 1.25mm rotalink¿ plus and a rotawire were selected to treat the target lesion. During the procedure, upon withdrawal of the burr in dynaglide mode, it was noted that the burr was stuck on the rotawire. The burr and wire were removed from the patient together. The procedure was completed with another of the same rotawire and a 1.50mm burr. No patient complications were reported and the patient's status was fine.